Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter continued to prompt 'apply sample' after a blood sample had been applied to the test strip. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call. The patient reported that the alleged issue began on the afternoon of (B)(6) 2012. Prior to when he discovered the issue, the patient claimed he had been feeling sweaty, shaky and dizzy. When unable to obtain a reading with the subject meter due to the alleged issue, the patient reported that he tested with his backup meter (ot ultramini) and obtained a reading of '3.8 mmol/l.' The patient stated he then consumed two tablespoons of maple syrup. 10 minutes later he retested with his backup meter and obtained a result of '4.2 mmol/l.' The patient retested a few more times and reported that his blood glucose rose to '7.2 mmol/l' approximately 1 hour after treatment. During the follow-up call, the patient informed the csr that he tests his blood glucose 6x/day and manages his diabetes with a set dose of novorapid and levemir insulin. The patient confirmed that he continued to test his blood glucose with his backup meter and continued his usual diabetes management regimen despite the alleged meter issue. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique; however, the issue remained unresolved. Replacement product was sent to the patient.although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this serious injury. The patient was symptomatic prior to when the alleged issue started. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have spc pin2 to be low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.